Event description:
The customer reported that the insulin from the reservoir leaked during filling. No further information was provided.

Manufacturer narrative:
Inspected three opened and used reservoir. Performed pre-fill reservoir test. Reservoirs filled from vial and passed. No leakage anomaly was observed during analysis. All three transfer guard needles not parallel to transfer guard body axis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.